Event description:
The customer reported issues with power cord. The wires have come out. No patient injury was reported.

Manufacturer narrative:
The service rep replaced the power cord then tested the system. System operates as intended.